Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Device evaluation has confirmed the reported event. Based on the results of the investigation, the reported issue of water leakage at the base of the big knob probable cause is: deformation may have occurred due to usage stress, external factors, or handling, resulting in a loss of watertightness. In addition, a definitive root cause cannot be identified for black water coming out. Based on the results of the investigation, olympus could not identify the foreign material from the information provided. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remaining in the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had black water coming out. There was no patient involvement.